Event description:
It was reported that the patient presented in-clinic for a magnetic resonance imaging (MRI) scan. After the MRI scan, the implantable cardioverter defibrillator was found to be in the back-up mode. It was noted that the fellow doctor did not change the device to MRI mode by mistake. Programming changes were made on the device. Patient was stable.

Manufacturer narrative:
The reported event of the device entering back up mode following an magnetic resonance imaging (MRI) was confirmed. The information available was reviewed and it was determined that the device was not programmed to MRI settings prior to the MRI scan, resulting in the back up mode.